Event description:
It was reported that balloon rupture occurred. A 22x70/10fr uni plus 75cm wallstent endoprosthesis was advanced for treatment. However, it was noted that the blue catheter around the stent would not pull back to expose the stent and the stent did not deploy from the sheath properly. The whole system was removed and another wallstent was deployed with no issue. Then a 16-6/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. Another 18-4/5.8/75 xxl esophageal balloon catheter was advanced but it also ruptured. One more balloon was used and successfully completed the procedure. No patient complications were reported.